Event description:
In 2008, the pt reported that the previous night, while changing clothes, she found that her infusion site was not longer attached to her body. The infusion site had been in place for 2 days. She attached a new infusion site. At 5:00am, the pt woke up and felt thirsty and was urinating frequently. She found her infusion set hanging from her body. Her blood glucose was elevated to 316-360 mg/dl. She administered a correction bolus through her infusion device and also injected insulin via syringe. Her blood glucose lowered to 212 mg/dl at 8:20am. At 11:00am, the pt's blood glucose lowered to 73 mg/dl and she drank a soda, juice box, and ate a glucose tablet. Her blood glucose elevated to 137 mg/dl. Upon follow up on the next day, the pt stated that her blood glucose measured 180 mg/dl when she woke up and she felt "back to normal." Her normal blood glucose range is 80-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.